Event description:
Caller reported an inform system blood glucose result of hi, which on the inform system indicates a result in excess of 600 mg/dl, lab result of 95 mg/dl within 10 minutes. No adverse event reported. A request was made for the return of the strips, replacement was sent.

Event description:
A patient was admitted to the ER with a suspected cardiac event and troponin t tests were run several times with a stable result around 50 ng/l. The next day, (B) (6) 2010, the troponin t result from a new sample was 393 ng/l and was reported to the ward. The next day, (B) (6) 2010, the ward called back to the lab and questioned the result. A new sample was drawn and analyzed with a result around 50 ng/l. The sample which initially recovered 393 ng/l was analyzed again with a new lot number of reagent and recovered around 50 ng/l. The patient was given 500 iu fragmin as a consequence of the false positive result. No other treatment or medication was changed and the patient did not come to any harm. The troponin t reagent lot number at the tie of the initial result was 153401. The reagent lot at the time of the repeat result was 154101.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls do not indicate an issue. Based upon the information provided, a possible reason for the event was an elevated g-force in combination with low centrifugation time. No instrument performance data was available for further investigation.